Event description:
It was reported that the wire was stuck in the burr. A 1.50mm rotapro and rotawire was selected for percutaneous coronary intervention procedure. During the course of the procedure, the dynaglide speed were at around 140 rpms when trying to dynaglide it into the body. However, at this high speed the wires came rushing back and whipped back into the aorta and wrapped around the burr. The physician did not feel the burr was damage, so he removed the wire and burr and decided to use the same burr but without dynaglide during insertion or removal. No patient complications were reported.